Manufacturer narrative:
According to the patient on (B)(6) 2026, the nebulizer was making a very loud noise and was not producing any mist from the mask or mouthpiece. The patient reported attempting to administer multiple treatments over several days; however, the device did not produce aerosolized medication during these attempts. As a result of the product issue, the patient reported missing doses of their medication. The patient has since received a replacement device and has resumed treatment. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the patient on (B)(6) 2026, the nebulizer was making a very loud noise and was not producing any mist from the mask or mouthpiece. The patient reported attempting to administer multiple treatments over several days; however, the device did not produce aerosolized medication during these attempts. As a result of the product issue, the patient reported missing doses of their medication. The patient has since received a replacement device and has resumed treatment.

Manufacturer narrative:
Update to d9, h3, and h6: after further investigation, it was determined that the device was returned and evaluated by the manufacturer on 02/05/2026. The investigation included testing of the actual/suspected device and trend analysis. No device problem was found or detected. If any additional relevant information is identified or obtained, a supplemental medwatch will be submitted.